Event description:
Healthcare professional reported that the implant "had totally disintegrated." This record represents the right side. The device has been explanted.

Event description:
Additional information reported by healthcare professional: right side "fluid around the implant" noted to be treated with aspiration, acute on chronic infection in the breast; ultrasound concluded there was inflammation, capsular contracture baker grade iii, swelling, pain and patient "experienced bottoming out on the right side, which was corrected under local anesthesia, and the patient now believes that it was overcorrected so that the right side sits higher than the left."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The events of "capsular contracture", "seroma-late", "infection - unknown onset" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the implant "had totally disintegrated." This record represents the right side. The device has been explanted.